Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator displayed -diagnostics cleared due to invalid- message.